Event description:
It was reported that during a prostate procedure, forward firing was observed @ 68,567 joules. The procedure was completed using a second fiber. Patient outcome ¿okay¿ reported.

Manufacturer narrative:
(B)(4).